Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during shoulder arthroplasty, the poly did not seat onto the stem after multiple impactions. Case was completed without any significant delay with another available poly. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned product identified indentation near the alignment slot. However, faint lines are located in the anti-rotation slot, indicating that the liner was aligned to the stem. Stem was not returned to recreate the reported event. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.